Event description:
It was reported that the patient's stimulator had been dead for quite a while. The patient did not like his stimulator and it "tore his body up." The patient wanted to replace the stimulator with a pump. The stimulator would not keep charge as long as it was supposed to and he had to adjust it all the time depending on activity and position. The patient was schizophrenic and stated that he could not stand the stimulation sensation and it "started to drive him crazy." The patient stated it hurt his body instead of helping. The patient tried for years to use it, but he just gave up on it. The patient was attempting to find a surgeon to have it removed. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009. Product type extension. (B)(4).

Event description:
Additional information received reported that the patient wanted his device taken out because it was ¿not working¿ and had been ¿out for several years.¿ the patient stated that the stimulator stopped working toward the (B)(6) 2012 and he was having too many adjustments with it. The battery ran down on the patient all the time and due to his mental problems he was not able to keep up with charging. The patient noted that the device caused more pain than it relieved. The patient noted that he spoke with a manufacture representative toward the (B)(6) 2012 and the patient told the representative that the device did not work, so they talked about a pain pump. The patient found a healthcare provider (hcp) to remove the stimulator but needed another to remove the lead wires.

Manufacturer narrative:
(B)(4).